Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the lead site. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The patient was administered oral antibiotics to address the issue.